Manufacturer narrative:
Investigation: visual inspection: during the investigation, no damage or other abnormalities of the valves were determined. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Results : based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx824t) was not adjustable before use. The product is still in the sterile packaging and no patient injury was reported as a result of teh malfunction. The shunt was returned for examniation to the manufacturer.